Manufacturer narrative:
H3, h6: as no lot number was provided, a review of the device history records was not possible. A complaint history review found a small number of similar instances of the reported event. There is nothing to indicate that this is outside of acceptable rates of occurrence. The device used for treatment was returned for analysis. This was found to have no faults and the data analysed showed that the pump had run for 2 days. We have therefore not been able to confirm a relationship between the event and the device or identify a definitive root cause. It was reported that the device generated an unfamiliar motor sound and the dressing was not compressed. As the evaluation of the pump showed that it ran for two days, the probable root cause is incorrect application of the dressing. The dressing must be completely sealed at all times to ensure negative pressure is achieved. If the dressing lifts, the seal is not established and the pump will then attempt to regain negative pressure. When the seal is made, the pump emits a very low hum but when the seal is compromised, the sound is louder, as detailed in the complaint. The users of the reported product are advised to consult the IFU, to delineate future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device, including application and removal of dressings. As the event reported did not allege a significant non-transient harm to the patient or user, no clinical review or risk management review are required. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that when npwt was going to be started utilizing a pico 7, the device generated unfamiliar motor sound and the dressing was not compressed. A piece of gauze was temporally applied on the wound, and npwt is supposed to be restarted as soon as the hospital receive a backup device on the next day. No patient harm. The device will be returned for investigation. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.